Manufacturer narrative:
On march 29, 2017, and april 5, 2017, the distributor contacted the dentist to request patient information, but the dentist did not disclose the patient information. On april 7, 2017, nakanishi contacted the dentist again, to request patient information, but the dentist did not disclose the patient information.

Event description:
On march 29, 2017, an nsk handpiece z85l (serial number (B)(4)) was returned from a distributor to nakanishi for repair. There was a note with the handpiece describing the handpiece as overheating and burning a patient. The event occurred on (B)(6) 2017 according to the note.

Manufacturer narrative:
Methodology used: nakanishi examined the device history record for the subject z85l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed one service record (june 2013) since the device was shipped. The service record showed that all criteria were met at the necessary operation checks of the repair (no replacement parts). Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (1) and (2) 36 seconds after the start. Temperature measurements 36 seconds after the start are as follows: test point (1): 59.0 degrees c, test point (2): 60.6 degrees c, test point (3): 33.8 degrees c, test point (4): 33.6 degrees c. The temperature testing was conducted for 36 seconds into the planned 5 minute evaluation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage on the rear side of the cartridge (push button side) of the bearing retainer (ball retaining plastic part). Nakanishi observed abrasion on the ball pocket and abrasion powders on the inner race (ball rolling surface) of the bearing retainer. Nakanishi also observed abrasion on a part of the drive shaft and dog clutch to the gear meshing portion. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the damaged bearing and the cause of the damaged bearing retainer was the accumulation of dirt in addition to the abrasion produced by repeated use. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent abrasion progression of parts and overheating, as instructed in the operation manual.